Event description:
Healthcare professional reported a lap-band system ''eroded.'' Event first noticed when the patient was presented with ''gerd and shoulder pain.'' The entire lap-band system was removed and not replaced.

Manufacturer narrative:
Taper ii. Access port connector associated with this report was discarded after surgery. Based upon the partial implant date provided the connector type is assumed to be a taper ii. Erosion, pain, and gerd are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or catalog number.